Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving an intermittent error code. A company service representative examined the system and noted the irrigation pressure sensor was measuring 35 instead of the suggested 60. A company sales representative was requested to change the settings. The settings were changed the following day and the nurse confirmed there were 15 cases completed without any further incidents. There was no patient or procedural impact and no delays reported.

Manufacturer narrative:
A company service representative examined the system and found it to meet all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. The company service representative checked the system and noted that the irrigation pressure sensor was measuring at 35 instead of the suggested 60. This is a user configurable setting. He asked the company sales representative to change the settings. The sales representative followed up with the facility the next day and changed the setting. The nurse confirmed there were 15 following cases completed without any system message codes or delays. (B)(4).